Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2021, patient underwent placement of an xcela port catheter device, model number h965451030 and lot number 149767000. On or about (B)(6) 2022, patient present to (B)(6) medical center, (B)(6), to undergo imaging. The [image] revealed that patient had developed pulmonary emboli. Patient port was not removed because she was still undergoing treatment. On or about (B)(6) 2024, patient presented to (B)(6) medical center, (B)(6) with pain at the port site. Blood cultures were performed and revealed an infection. Patient's port was also eroding through her skin.